Event description:
Screen blank error on power up the manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria for evaluation due to cosmetic damage and inability to obtain blower hours or operational hours. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was discovered that the device display would not come on after turning the device on and off. The customer requests no repair to device. The device was not able to be tested due to the blank screen. The unit will be returned to the customer unrepaired.